Event description:
Customer's mother reported a button error. Her daughter's blood glucose was 190 mg/dl. The customer stated the insulin pump was suspended and taken off at the site prior to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on the keypad traces. The device was received with minor scratched display window, cracked display window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.